Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture and balloon detachment occurred. The physician was treating an unknown lesion with this blue max balloon catheter when the balloon ruptured. During withdrawal, the balloon detached inside the introducer sheath. The balloon was removed with the introducer sheath. The procedure was considered complete with this device. There were no reported complications or consequences to the patient.